Event description:
The customer alleges back to back results of: 380 vs. 120 mg/dl and 420 vs. 171 mg/dl on her meter. L1 control ran in 2006 and in range. No report of adverse event. Return requested and replacement was sent.